Event description:
It was reported that a tlh90 was used during a sigmoidectomy procedure. It was reported by the affiliate that the tlh90 has been used for a thick "oedema" distal part of the sigmoid. The surgeon mentioned that it was difficult to close the stapler at the end of the cylce. After checking of the closure cycle, the stapler has been fired. When unscrewing, it appeared that the adjusting knob was blocked. The surgeon did not observe visible defects. Surgeon tried to unlock the adjusting knob with heavy force. This resulted in a broken down adjusting knob. The instrument had to be removed from the bowel by breaking the instrument. Finally the anvil housing could be released. Because surgeon did not rely on a staple line, he placed a ta stapler on the distal end. The pt is well at the moment. There was no consequence to the pt.